Event description:
Due to recanalization of the aneurysm, the physician implanted additional coils in the wide neck aneurysm located in the left anterior communicating artery. However, due to width of the aneurysm neck, the coils protruded in the parent artery causing the blood flow to slowdown resulting in occlusion of the left anterior cerebral artery despite administration of the reopro mecation. The physician attempted to place a stent (subject device) to keep the coil inside the aneurysm; however, the stent was inappropriately deployed (no specific details provided). The physician removed the stent with a lasso catheter without clinical consequences to the patient. No other attempt to stent the aneurysm neck was performed. The patient was treated with plavix (unknown dose) for one year and kardegic (unknown dose) for four weeks.

Manufacturer narrative:
Subject device is not available for analysis.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis; therefore, a visual inspection as well as a functional evaluation could not be performed. There is no indication of inadequate flush, as additional information indicated continuous flush was maintained. Additional information also indicated that the patient¿s anatomy was not tortuous; therefore, based on this information, it is unknown what caused the reported issue. For this reason, the root cause of the reported issue cannot be determined.

Event description:
Due to recanalization of the aneurysm, the physician implanted additional coils in the wide neck aneurysm located in the left anterior communicating artery. However, due to width of the aneurysm neck, the coils protruded in the parent artery causing the blood flow to slowdown resulting in occlusion of the left anterior cerebral artery despite administration of the reopro medication. The physician attempted to place a stent (subject device) to keep the coil inside the aneurysm; however, the stent was inappropriately deployed in the carotid siphon. The physician removed the stent with a lasso catheter without clinical consequences to the patient. No other attempt to stent the aneurysm neck was performed. The patient was treated with plavix (unknown dose) for one year and kardegic (unknown dose) for four weeks. The patient was reported to be in great condition immediately post procedure.